Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic cholecystectomy using three devices, the following event occurred. Probe damage error occurred after 20 or 30 minutes of use of the first device. The user didn't feel that it was broken, but that it was quite dirty. The user exchanged the first device for the second device. The tissue pad of the second device was worn and partially separated after 20 or 30 minutes of use. The intended procedure was completed with the third device. There was no patient injury reported. This is the report on the second device.